Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection the cs100 intra-aortic balloon pump (iabp) caster is damage.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: d4(UDI#). A getinge field service engineer (fse) evaluated the unit. Replaced rear caster due to breakage, results good. Driving test, results good. Operation test, good results. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0401-00-0061. Sn: n/a. Caster, color ral 9002. This part was received with a reported unit failure message of broken caster. Performed visual inspection of this part received and found caster was broken. The fat dept. Verify the failure message of caster broken. Retaining this part in the fat dept. Per procedure.